Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2 -12.50/1.5/072 (sphere/cylinder/axis) implantable collamer lens tore/broke during loading. There was no patient contact.